Event description:
It was reported that during device unpackaging the mini vision stent delivery system (sds) stent implant was noted to be off the balloon. The stent could not be located in any of the packing materials and it is felt there was no stent on the balloon when received. There was no patient involvement; the device was not used. A second mini vision sds, same size and lot number was used in the right coronary artery (rca) procedure and during advancing the device in the anatomy without noted resistance, calcification or tortuousity, the stent was delivered to the lesion, however, before initial balloon inflation the stent dislodged off the balloon and lodged in the vessel. A trek and nc trek dilatation catheter with a prowater guide wire were used to deploy the stent in the target lesion without incident. There was a reported clinically significant delay in the procedure time due to the device issue. There was no reported adverse patient effect. Additional vessel interventions were preformed unrelated to the rca and the procedure was completed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link mini vision rx stent delivery system (sds) noted no blood or contrast visible and the balloon was tightly folded, which is consistent with not being used. There was a wrinkle in the proximal end of the balloon and a bend in the hypotube. Since these issues were not noted during inspection for use, or included in the complaint incident, they may have occurred as a result of handling, packaging, and shipment back to abbott vascular for analysis. The stent implant was dislodged from the balloon and was not returned, thus confirming the complaint. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. In this case, it is possible that pressure was inadvertently applied during removal of the protective sheath, such that the stent became disrupted on the balloon and dislodged; however, this cannot be confirmed. There is no indication of a product quality deficiency. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other multi-link mini vision is being filed under a separate MFR number.